Event description:
It was reported a clearlink system y-type blood solution set was found to experience a no flow during infusion. The facility set-up and initiated therapy; after an unknown amount of time the nurse observed that blood was collecting on the "mesh looking component" in the filter chamber resulting in a no flow. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer reported condition was not confirmed; the root cause could not be identified.